Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure, a farawave nav catheter was selected for use. During treatment of the right superior pulmonary vein, foreign material was observed protruding from the distal end of the wire lumen. The foreign material was discovered when the device was removed from the patient because the deployment performance became poor. The foreign material was described as approximately 1 mm in size, orange in color, nylon-like in appearance. The procedure was completed with another of same device. No patient complication occurred.